Event description:
Complainant had previously used 7 of the ten count tampons during the past year. When they opened #8 they observed shiny, metallic beads inside the paper wrapper, slightly larger than a pinhead. When pushed together, the beads would reform into a larger bead. They then opened #9, and as they began pushing the tampon out of its cardboard tube, noticed the pointed tip of what appeared to be a razor blade. On further examination it was found to be a flat piece of metal resembling stainless steel, approx 1/2 cm x 2.5 cm, slightly curved at one end, sharpened on one side. The last tampon remains unopened, but complainant claims that they can see some beads inside the paper wrapper when they hold it up to the light.